Event description:
It was reported that the fossa component is not fitting, and they are planning to try placing a competitor's implant instead.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, h4, h6. The reported event could not be confirmed as there was no image received to confirm the presence of heterotopic bone. During surgery, the surgeon identified unexpected bone on the left side, which had not appeared in the pre-op CT, likely due to imaging limitations. The event was ultimately attributed to the patient¿s condition¿specifically heterotopic bone¿with the surgeon using custom mandible implants but opting for fossa components from other manufacturers. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.